Manufacturer narrative:
Contact office first and last name. Date returned to mfg - 9/25/2019. One used sample was returned for evaluation. As received, a visual inspection was performed and the inlet and outlet filter vents were observed to be wet. The returned set was leak tested and both the inlet and outlet filter vents leaked below product specification. The probable cause of the observed fluid leaks is the temporary loss of hydrophobic properties of the filter vents due to infusate interactions. The reported filter leak was confirmed by investigation. The lot review couldn't not be performed.

Manufacturer narrative:
The device is available for evaluation, but has not been received yet.

Event description:
The customer reported an event that occurred on unknown date where the plum set was leaking chemotherapy (paclitaxel) from the filter. There is no information about patient involvement, no report of an adverse event or delay in critical therapy.